Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported that a system message appeared on the screen indicating the bottle was empty during surgery. She ejected and inserted the cassette and exchanged the bottle, but same thing happened again so they took a new cassette to complete the procedure. No fluid was found on the cassette or in the cassette housing unit, only on the floor. No patient harm reported. Additional information and sample have been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The used returned sample was visually inspected; there were no obvious defects observed. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, tune, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. No leakage was found from the connectors, manifolds, drain bag, pump elastomer or on the pump area of the fluidics module during testing. Fluid flowed through the drain bag without any interfering. Cleaning process was able to be performed after functional test had completed. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint. (B)(4).